Event description:
A peritoneal dialysis patient has reported that dialysis solution is leaking out of the cassette and into the cycler. Patient¿s wife stated that when they cancelled treatment and removed the cassette, there was fluid in the cassette compartment. Patient states no ill effects, effluent remains clear. The sample was discarded and not available for eval.

Manufacturer narrative:
The device was not returned to the MFR for physical eval, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past one month. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the mfg process.